Event description:
It was reported that a patient with a pre-existing right bundle branch block underwent a transcatheter aortic valve implantation. Pr e-dilatation was performed with a 26mm non-compliant balloon. The patient developed complete heart block following pre-balloon aortic valvuloplasty and required pacing support for the remainder of the procedure. The valve was successfully advanced and implanted at a depth of 5mm at the non-coronary cusp and 6mm at the left coronary cusp. At the end of the case, the patient remained in complete heart block with a new left bundle branch block rhythm. Temporary pacemaker support was maintained as the patient was sent to recovery for evaluation of possible permanent pacemaker requirement.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012628476); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012697482); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no permanent pacemaker was implanted.

Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.